Event description:
Patient with chf, presented with calcified iliacs; more than what was appreciated on CT. While advancing a bifurcated device, a wire wrap occurred, and while twisting in an attempt to resolve, the external iliac was perforated right below the hypogastric. At that point, the anesthesiologist alerted that the patient's blood pressure was dropping. A midline incision was made to clamp the aorta and gain control of the bleeding, however unsuccessful. The patient was converted to open repair. Patient is currently in recovery under observation, no urine output to date.

Manufacturer narrative:
Method - review of lot records/work orders, prior reports. No issues were noted. Results, conclusion - the wire wrap induced during introduction of the bifurcated delivery system contributed to the patient's iliac perforation.